Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity was used during a fibroscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, one biopsy was retrieved successfully. While attempting to retrieve a second biopsy, it was noted that a metallic barb was sticking out of the forceps. The device and scope were removed together from the patient. Once removed the forceps were cut and it was noted that the scope was damaged. The procedure was completed with this device. Reportedly, the complainant was satisfied with the first biopsy taken. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity was used during a fibroscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, one biopsy was retrieved successfully. While attempting to retrieve a second biopsy, it was noted that a metallic barb was sticking out of the forceps. The device and scope were removed together from the patient. Once removed the forceps were cut and it was noted that the scope was damaged. The procedure was completed with this device. Reportedly, the complainant was satisfied with the first biopsy taken. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the device was cut in two pieces and the washer tail was broken. Functionally, the jaws were not tested due to the return condition. No abnormalities were noted with the device riveting and welding which were within design specification. The condition of the returned incident device was consistent with the complaint. The evaluation found that the washer tail was broken. The break likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. An investigation is underway to address this failure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.